Manufacturer narrative:
(B)(4). Date sent: 8/26/2021 d4: batch # u94n24. H6: component code: mechanical (g04) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the mcm20 device was received with no apparent damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not advance into the jaw. In addition, the feeder shoe was noted to be stuck in home position, not allowing the clip to advance into the jaws. The device was disassembled in order to evaluate the condition of the internal components and the feeder shoe was noted damaged and six clips were found inside clip track. No conclusion could be reached regarding what caused the feeder shoe damage. The reported event is confirmed and although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: prior to each clip application, inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. If a clip is dislodged prematurely from the jaws or fails to advance, re-fire the instrument by fully squeezing the handles until they stop. Fully release the handles to advance the next clip into the jaws. During the release cycle, a clip may be forcibly ejected from the instrument jaws if not fired in tissue." As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip didn't form, instead it kept falling, unlike usual. It is unknown how the procedure was completed. There was no patient consequence.